Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. The patient began complaining of discomfort approximately 2-3 minutes into the therapy cycle. When the balloon was withdrawn, a hole was noted. The procedure was aborted. A post-op hysteroscopy was performed. No perforation or burn was seen. The patient complained of pain and went to the emergency room that evening for observation. It is not known if she received any treatment or medication. The patient was contacted on (B)(6) 2013, and she was okay. The patient has been scheduled to have a hysterectomy on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the catheter failed the leak test because it had two holes in the balloon in zone b and d.